Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shocking impedance measurements that had been gradually increasing. Technical services (ts) was consulted and noted that, based on the average shock impedance values, it was recommended to program the shock polarity to initial and set all shocks to maximum energy. These settings had already been programmed at the time of evaluation. Continued monitoring was recommended. No adverse patient effects were reported. This rv lead remains in service.